Event description:
Inspection of pvc shower chairs, noted crack is on lower left joint with wheels in. Noted crack in joint that joins front lower bar together. Chair capacity 300 lbs, life of chair 10 years, bought in 1994, 1 year warranty. Chair disposed 5/26/99, MFR noted.